Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had a stripped battery cap at coin slot, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Drive support disk was inspected and no anomaly was noted. Unit was received without the original belt clip, unable to verify damage to the belt clip. No damage noted on the belt clip slot.

Event description:
The customer reported via phone call that the insulin pump battery cap is stuck and cannot be removed. The customer's blood glucose reading was 322 mg/dl at the time of incident but later in the day, it dropped to 23 mg/dl. Troubleshooting found that the drive support cap may be damaged but customer was unsure. Customer also indicated that they went to the hospital to have blood work done, but was not admitted. Customer was advised to revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.